Manufacturer narrative:
The returned device was evaluated and inspection of the cannula assembly did not find it kinked or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Per new information provided on(B)(6)2020 , the following sections have been corrected d4 - lot number changed from l43067 to l43079 d4 - expiration date changed from 10/20/18 to 10/27/18. D4 - unique identifier (UDI) # changed from (B)(4). To(B)(4). H4 - device mfg date changed from 4/21/17 to 4/28/17.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 22.3 mmol/l (401.4 mg/dl) while wearing the pod on the abdomen. When removed from the infusion site, the pod's cannula was found kinked. As treatment, a manual pen injection was administered.